Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's friend reported via phone call of issues with the customer's insulin pump. The friend states the pump was dropped and damaged. The friend states the pump can no longer be read. The customer's blood glucose level at the time of incident was 119mg/dl. The customer states there was ink splotches. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a cracked and bleeding lcd and also received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.